Manufacturer narrative:
Insulin pump was received with a cracked case behind the pump at the battery compartment and cracked battery tube threads. The insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. All currents within specific range. The insulin pump was monitored for several hours and no unexpected low battery life, low battery alert, unexpected power loss or replace battery now alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 450 mg/dl. Customer did not report any symptoms or treatment related to high blood glucose. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will be returned for analysis.